Manufacturer narrative:
As of 02/19/2024 manufacturer evaluated retained samples from other lot with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details.

Event description:
On the initial report received on 02/07/2024, the consumer stated he used the product for 5 minutes, and she had a rash. On the completed received from the consumer on 02/07/2024, the consumer states she used the product to protect a heart monitor. She had to remove the monitor and went to the doctor. The doctor prescribed her cream and medicine.